Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an unresponsive keypad. The epg is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: no unresponsiveness was identified during analysis. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2018: the epg was returned for service.